Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D4: unique identifier (UDI) number not applicable g4: additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient experienced obvious bone loss around implant tooth site #20, which also had significant granulation tissue around the entire implant, the crown was mobile and there was also some cement on the lingual aspect of the implant. Due to the event, the doctor was also concerned about longevity of implant at tooth site #19. Therefore, the implant was removed with trephine bar and bone grafted.